Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post plate and screw implantation for mandible fracture on (B)(6) 2011 returned to surgeon for follow up visit. Pt was found to have a non-union on the right side of the mandible. Surgeon removed the plate and six screws on (B)(6) 2011, debrided the site and revised the pt to a different size plate and locking screws. This is 3 of 7 reports for this event.